Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is currently designated user interface because connector is loosened by user action. DHR review is not relevant to this being a user interface/CAPA issue.

Event description:
It was reported that the patient output connector (where you put the filter) is loose. It appears the threads are stripped and does not tighten with filter in place as it should.